Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the zebra label printer zd411 was not able to print label. The field service engineer remotely resolved the issue by unpluging the zebra printer and restarted the medstation. The unit powered up correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system zebra label printer zd411 was not able to print label. The customer reported that this label printer is not printing when dispensing insulin, also tested multiple times and on different patients and the label was not printing. This was affected the patient care because they cannot get their label, so that they can scan it. There were no adverse events or injuries reported based on this incident.